Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01158 and 2134265-2016-01157. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with a coronary imaging catheter and a sled to view the lesion. During the procedure and outside the patient's body, when the motor drive was connected to the automatic pullback sled, it was noted that the machine shows it was connected but it would not pullback. The gears were grinding but it wasn't pulling back. The procedure was completed with another sled and with the same mdu. No patient complications were reported and the patient's condition was fine.